Event description:
Information received by medtronic indicated that ECG showed st elevation during the first cryoablation to the lspv. Right coronary angiography was conducted and confirmed that the patient had no stenosis/angiospasm. Nitroglycerin injection was conducted, and then st level returned back to normal a few minutes later. The cryoablation procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of cryoablation catheter malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 14 injections were performed with the catheter.